Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was continued by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor was blank after booting up. A review of the system log file confirmed the malfunctioning of the flexvision pc. Upon functional testing, the fse found that there was a loose connector on the host pc and the flexvision pc was not good. A part analysis of flexvision showed that there was a lack of power in the psu. To resolve the issue, the fse replaced the flexvision pc and downloaded the software. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc went out and did not boot up. The system rebooted twice without any improvement. The device was inside of clinical use at the time of the reported event, and the procedure got delayed. No harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of the flexvision pc, the device was returned to use in good working order.